Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope had foreign material exiting from the channel. The issue was found during reprocessing and the procedure was diagnostic. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that foreign material was exiting from the channel (including the auxiliary channel). Additional findings include the following: all of the labels were peeling, the camera switch #1 was misaligned, boroscope found tears inside of the forceps channel, the control knob movement had play (both), the distal end plastic cover had deep dents and scratches, the objective lens had worn glue, the light guide lens had 3 cracks, the bending section cover glue was cracked on the connecting tube and the insertion tube, the insertion tube had scratches, the light guide tube had scratches, and the scope connector had scratches. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. This report is related (linked) to the following patient identifiers and submitted medwatches (for serial number (B)(6), event dates (B)(6) 2023 and (B)(6) 2023: (B)(6).